Event description:
It was reported that the tip of the straight pointer may have damaged a blood vessel while performing navigated surface matching during a total hip arthroplasty procedure. The surgeon tried to stop the bleeding using fibrinogen without success. The surgeon decided to close the incision and use a cbc ii device for the postoperative bleeding. The procedure was completed successfully without any delay.

Event description:
It was reported that the tip of the straight pointer may have damaged a blood vessel while performing navigated surface matching during a total hip arthroplasty procedure. The surgeon tried to stop the bleeding using fibrinogen without success. The surgeon decided to close the incision and use a cbc ii device for the postoperative bleeding. The procedure was completed successfully without any delay.

Manufacturer narrative:
New information was received from (B)(6) stating that there was no issue with the pointer and the pointer is still in use, running satisfactory. Device not returned.